Event description:
Information received indicates one of the two brake casters is not holding when in brake.

Manufacturer narrative:
The technician found the cam pivot linking the brake bar to the pedal snapped at the fixing point. The technician replaced the cam pivot to repair the bed.